Event description:
Caller reported a pixel issue on the pump display, affecting the ability to interact with or read the pump screen. There was no reported impact to the customer¿s blood glucose level. The pump, which was within warranty, was replaced by cts, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label and return box. The customer declined to share information about backup therapy and confirmed their shipping address.